Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. Patient gender and weight included is the donor data, and therefore, is not relevant to this event. This was included due to a system limitation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the plasma product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused the reported leukoreduction failure. The reservoir signals looked completely normal. Even though the donor cbc is no indication of a possible abnormal separation of cells in the channel, a donor related issue cannot be ruled out.